Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the product with the reported issue be returned, but it has not received the instrument for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, a fragment from an unknown instrument fell inside the patient's anatomy and was retrieved during the same procedure. The procedure was completed as planned.